Event description:
Health care professional reported mother of home patient stated the pac-xtra device alarmed "check supply line" in cycle 23 of 24. Total volume programmed was 4200 and a 5000 liter bag was used in the set-up. Home patient exhibited the following symptoms: periorbital edema, puffy face and feet, increased blood pressure, distended abdomen and shortness of breath. Mother turned device off/on and attempted to drain home patient and received 33ml. Health care professional feels home patient received more fluid than the programmed amount.